Manufacturer narrative:
H.6. Investigation summary: 100 samples were received. One photo was provided. The photo shows two cannula blunt plastic with tip bent. 98 samples came in the sealed packaging blister. They were visually inspected finding no issues. Two samples came with no packaging blister. They both have the plastic shield. Visual inspection was performed and they both have the needle bent. This would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case the part with the needle bent was exposed longer to the heat sealing the top web. This would have happened while the process was stopped. The part with the needle bent was not detected. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that bd¿ blunt plastic cannula bent. This was discovered before use. The following information was provided by the initial reporter: material no.: 303345, batch no.: 9206192. It was reported that before use one of the healthcare workers noticed the cannula blunt plastic was bent at the end.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt plastic cannula bent. This was discovered before use. The following information was provided by the initial reporter: material no.: 303345 batch no.: 9206192. It was reported that before use one of the healthcare workers noticed the cannula blunt plastic was bent at the end.